Manufacturer narrative:
(B)(4). Batch # p58l9m. Month and day unknown. Only year (2018) is known. Device evaluation: the analysis found that one plee60a device was returned with no apparent damage and with a gst60d partially fired 1/16 cartridge loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. The following information was requested, but unavailable: could you clarify what is meant by, would not ¿release¿? Was the cartridge stuck in the jaws (jaws open, but unable to release cartridge)? Or, was the device locked with the jaws closed? If yes, how was the device removed from the patient? If yes, did the jaws eventually open?

Event description:
It was reported that the device was described by the or staff as "would not load properly or release." There is no further information. There were no patient consequences reported.